Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure when it was powered on. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer's international service technician was unable to duplicate the reported event. Review of the device diagnostic history found the presence of multiple error codes suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Resolution and disposition: the service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.